Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported they were hospitalized a few weeks prior due to having a hard time breathing and fluid went into the lining of their lungs. Upon follow up, the pdrn confirmed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of dyspnea. The patient reportedly became dyspneic during continuous cyclic pd (ccpd) therapy and was transported to the hospital by family. The patient was admitted, and radiological testing revealed the presence of a right pleural effusion. The patient underwent a pleurocentesis on (B)(6) 2022, which greatly improved the patients¿ respiratory status. Approximately 500 ml of pleural fluid was removed, and a serum glucose test confirmed the presence of dialysate. The nephrologist ordered the patient to discontinue utilizing the liberty select cycler due to the increase in intraperitoneal (ip) pressure created during therapy. Instead, the patient will perform continuous ambulatory pd (capd) four times daily in a seated position (dwell time to be decreased) to prevent further pleuroperitoneal communication. The pdrn attributed causality to a congenital diaphragmatic defect which allowed pleuroperitoneal communication to occur. The pleuroperitoneal communication was then exacerbated by the patient¿s use of the liberty select cycler. Despite the serious adverse events, the pdrn reported the liberty select cycler functioned as intended. The patient was discharged on (B)(6) 2022 and has recovered from the events. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported they were hospitalized a few weeks prior due to having a hard time breathing and fluid went into the lining of their lungs. Upon follow up, the pdrn confirmed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of dyspnea. The patient reportedly became dyspneic during continuous cyclic pd (ccpd) therapy and was transported to the hospital by family. The patient was admitted, and radiological testing revealed the presence of a right pleural effusion. The patient underwent a pleurocentesis on (B)(6) 2022, which greatly improved the patients¿ respiratory status. Approximately 500 ml of pleural fluid was removed, and a serum glucose test confirmed the presence of dialysate. The nephrologist ordered the patient to discontinue utilizing the liberty select cycler due to the increase in intraperitoneal (ip) pressure created during therapy. Instead, the patient will perform continuous ambulatory pd (capd) four times daily in a seated position (dwell time to be decreased) to prevent further pleuroperitoneal communication. The pdrn attributed causality to a congenital diaphragmatic defect which allowed pleuroperitoneal communication to occur. The pleuroperitoneal communication was then exacerbated by the patient¿s use of the liberty select cycler. Despite the serious adverse events, the pdrn reported the liberty select cycler functioned as intended. The patient was discharged on (B)(6) 2022 and has recovered from the events. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. An as received treatment was performed without any failures or problems. The cycler underwent and passed a system air leak test, and a valve actuation test. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported they were hospitalized a few weeks prior due to having a hard time breathing and fluid went into the lining of their lungs. Upon follow up, the pdrn confirmed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of dyspnea. The patient reportedly became dyspneic during continuous cyclic pd (ccpd) therapy and was transported to the hospital by family. The patient was admitted, and radiological testing revealed the presence of a right pleural effusion. The patient underwent a pleurocentesis on (B)(6) 2022, which greatly improved the patients¿ respiratory status. Approximately 500 ml of pleural fluid was removed, and a serum glucose test confirmed the presence of dialysate. The nephrologist ordered the patient to discontinue utilizing the liberty select cycler due to the increase in intraperitoneal (ip) pressure created during therapy. Instead, the patient will perform continuous ambulatory pd (capd) four times daily in a seated position (dwell time to be decreased) to prevent further pleuroperitoneal communication. The pdrn attributed causality to a congenital diaphragmatic defect which allowed pleuroperitoneal communication to occur. The pleuroperitoneal communication was then exacerbated by the patient¿s use of the liberty select cycler. Despite the serious adverse events, the pdrn reported the liberty select cycler functioned as intended. The patient was discharged on (B)(6) 2022 and has recovered from the events. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Corrections: a1.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported they were hospitalized a few weeks prior due to having a hard time breathing and fluid went into the lining of their lungs. Upon follow up, the pdrn confirmed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of dyspnea. The patient reportedly became dyspneic during continuous cyclic pd (ccpd) therapy and was transported to the hospital by family. The patient was admitted, and radiological testing revealed the presence of a right pleural effusion. The patient underwent a pleurocentesis on (B)(6) 2022, which greatly improved the patients¿ respiratory status. Approximately 500 ml of pleural fluid was removed, and a serum glucose test confirmed the presence of dialysate. The nephrologist ordered the patient to discontinue utilizing the liberty select cycler due to the increase in intraperitoneal (ip) pressure created during therapy. Instead, the patient will perform continuous ambulatory pd (capd) four times daily in a seated position (dwell time to be decreased) to prevent further pleuroperitoneal communication. The pdrn attributed causality to a congenital diaphragmatic defect which allowed pleuroperitoneal communication to occur. The pleuroperitoneal communication was then exacerbated by the patient¿s use of the liberty select cycler. Despite the serious adverse events, the pdrn reported the liberty select cycler functioned as intended. The patient was discharged on (B)(6) 2022 and has recovered from the events. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of a right pleural effusion (characterized by dyspnea), which required hospitalization, surgical intervention, and the transition to manual pd therapy. Per the pdrn, the serious adverse events were triggered by the increase in ip pressure during ccpd therapy, which exacerbated the diaphragmatic abnormality and caused dialysate to enter the pleural cavity, causing the pleural effusion. Pd fluid leaks can be caused by congenital or acquired diaphragmatic defects, disorders of the lymphatic system, and/or increases in intraperitoneal pressure. Based on the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s serious adverse events. There is no direct allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. However, the patient¿s dyspnea and pleural effusion were the result of dialysate entering the pleural cavity due to the increased ip pressure created during treatment utilizing the liberty select cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.